Manufacturer narrative:
Five used tego¿ connectors were returned for evaluation. Visual inspection and functional testing was carried out. As received, 2 out 5 samples presented a tear and seal collapsed, no significant damage beside the mentioned on the other 3 tegos was observed. No mating device was returned for evaluation. The 5 samples met the product specification after being tested. Based on the tear damage and seal collapsed in 2 tegos, this might lead a leak, the reported event was confirmed. The probable cause of fluid leakage inconsistent amount of silicon lubricant on the tego seal and adhesive not being applied consistently at the specific points on the housing according to procedure. D9 - date returned to mfg.: 12/1/2025. Additional information in sections d1 and d4. Corrective actions are in process.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a tego connector it was reported that the patient reported continuous, but slow, fluid leakage from the tego connector. Patient did not contact the center but just wiped the leakage away during the day. When the connector was checked for any sign of breakage or tampering it showed significant bulging right at the inlet of the valve. The connector has been removed and set aside. Before starting dialysis, a set of blood cultures has been obtained for further screening. The product was stored dry in a medicine cart and regular storage unit cupboard. There was patient involvement, but no patient harm/ adverse event reported.